Manufacturer narrative:
The subject device was returned to olympus for evaluation. The investigation is in process. The subject device was manufactured in october 2021 based on the provided 3 digit lot information "1xk". The exact manufacturing date is unknown because the batch number label on the handle fell off with the fracture and the lot number could not be determined. During inspection and testing, it was observed the sheath root of the insertion part of the sample was cut, and the handle was deformed and broken. There were clamping and bending marks at the broken part of the handle. The distal ligation ring had been separated and had not been returned for inspection. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported that during a gastrointestinal endoscopic mucosal resection (emr) procedure, the ligation device (subject device) broke at the handle and could not be removed from the scope or released. The intended procedure was completed using another device. The intended procedure was not delayed more than 15 minutes. Further follow-up found that the polyps were tied up when the handle broke. After cutting the steel wire of the ligation device, the endoscope was removed, leaving the ligation device in the patient's body. The endoscope was reinserted, accessories were inserted through the instrument channel, the nylon rope was cut, and the ligation device was removed. No other patient impact was reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported event was caused by the proximate side of the loop temporarily retracting into the coil sheath, and the loop was caught in between the coil sheath and the hook. This prevented the slider from moving and the loop could not be detached from the coil sheath. Under these circumstances, the slider was forcefully operated. As a result, the operating pipe was bent and broken. The detachment fault of the loop was likely caused by the following mechanism: 1. The loop was detached from the hook while the coil sheath was being retracted into the tube sheath, or the loop was hung on to the tissue and it was positionally fixed at the distal end of the tube. As a result, the loop was unable to release. 2. The tube sheath was pulled toward the proximate side while the hook was extended from the distal end of the coil sheath. 3. Since the tube sheath was pulled toward the proximate side, causing the tube to pull the loop. This caused the loop to retract into the coil sheath. As a result, the loop was caught in between the hook and inner surface of the coil, and the loop stopped moving. 4. The slider was forcefully operated in state of ¿3¿ description. This had caused the operation pipe and to break. Furthermore, based on the broken condition of the subject device, it is inferred that the distal end of handle was damaged and broken since an attempt was made to separate the handle from the insert portion for emergency treatment. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not strike or crush the coil sheath during operation. Doing so can damage the distal end of the coil sheath, which could make it impossible to detach the loop after ligation. In this case, refer to ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ in this manual.¿ ¿do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed. In this case, refer to ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ in this manual. ¿do not hold the loop with the distal end of the tube sheath while the loop is surrounding the tissue. Otherwise, when the tissue is ligated, the loop may be detached from the hook in the tube sheath and tangled with the hook. That may make the loop impossible to be removed. In this case, refer to ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ in this manual.¿ ¿never use excessive force to operate the instrument. This could damage the instrument.¿ olympus will continue to monitor field performance for this device.